Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on device evaluation, it was confirmed that the angulation control failed due to the breakage of the angle wire, and therefore it was presumed that a load was applied to the unit due to improper handling by the user, causing the reported phenomenon. Device was manufactured on april 25, 2011, nine years have passed since manufactured, the device could have been deteriorated due to a long-time use, age deterioration causing breakage of the wire. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated at olympus (B)(4) service center site. Evaluation determined that the device was found with damaged coating and wrinkles on the insertion tube unit. The connector tube was wrinkled and leak on the biopsy channel was determined. The image was found with broken fiber. The reported failure was confirmed. Root cause likely attributed to user¿s maintenance and or handling issue.

Event description:
It was reported that during device maintenance, it was observed that the insertion tube was damaged. The unit was found with broken image and leak on the biopsy channel. There was no patient involvement on this event. No user harm was reported.